Manufacturer narrative:
Communication with the customer identified their AED is old and needed a new 9v lithium. She will get a new 9v lithium and new pads. The maintenance schedule is reported as unknown. The battery pack will not be returned for further analysis. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the defibtech ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. "Follow all battery pack labeling instructions. Do not install battery packs after the expiration date." This device is used for treatment, not diagnosis. The available information does not indicate that the device did not perform as intended or failed to meet product specifications.

Event description:
The customer reported their AED is old and their AED's asi is blank. This event did not occur during patient use.